Event description:
It was reported that the user noted a brief discrepancy between ilet and dexcom glucose values and subsequently discovered that the ilet connector was separated from the pump, after which the connector was reconnected and glucose values aligned. Symptoms included hyperglycemia with a reported peak of 320 mg/dl and glucose above 180 mg/dl for over one hour, without alerts above 300 mg/dl for over 90 minutes, without ketone testing, and without medical intervention. Outcomes included no reported injury, no hospitalization, and resolution after reconnection with declining glucose on follow-up. Investigation included remote assessment, high glucose questionnaire, and troubleshooting with education. Investigation of this case revealed a transient loss of insulin delivery due to a disconnected connector associated with the device connector component, with no leak identified and no alarms reported. It was concluded, based on previously established findings for similar reports, that user-related disconnection of the connector was the most probable cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.